Event description:
It was reported that multiple occlusion alarms occurred and the cartridge was reported to be leaking at the o-ring area. Customer change the cartridge to address the occlusions and leak. Customer's blood glucose was 207-282 mg/dl.